Event description:
At post-op check 8 days later, v lead impedance in unipolar and bipolar was reported at >9999 ohms, no sensing or capture seen at any settings. Device was explanted. No patient complications have been reported as a result of this event.